Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site experienced error 64 upon prepping for a case. No patient was present at the time of the event.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 1.3.2. The manufacturer representative went to the site to test the navigation system. No hardware parts were replaced. B01, c19, d14 the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. B01, c10, d02. If information is provided in the future, a supplemental report will be issued.